Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer planned to reset pump on their own. No additional information was received regarding further actions taken.